Manufacturer narrative:
(B)(4). Batch #l92f9e. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, the tip of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l92j1l. Additional information requested: please, clarify this event. What ¿tip¿ broke off of the device? Did the top jaw of the device break off? Did the electrode break off? Did the ceramic break off? Did the tip that broke off of the device fall into the patient? If yes, was the tip retrieved? How was the tip retrieved? Is the tip that broke off being returned with the device?